Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an urgent care visit due to high blood glucose over 600mg/dl. The mother stated that the customer did vomit multiple times, and had trouble breathing and blurred vision. The caller stated that the customer had urinary track infection and diabetes ketoacidosis. Troubleshooting could not be performed as mother did not have with her the insulin pump at time of call. No further information was provided.